Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts), however, customer was unable to complete the check. Multiple attempts were made by cts to continue troubleshooting, however, no response was received. Customer¿s blood glucose level was 111 mg/dl.